Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was informed that her pump "had not been working for the past couple of years." Additional info has been requested, but was not available as of the date of this report.